Event description:
The customer reported approximately 10 mls of fluid leaked from the blood sampling valve (bsv) in the coulter lh 780 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing gloves, face shield and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from the tubing that disconnected from the blood sampling valve (bsv). The fse rerouted and connected the tubing to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).